Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received intermittent button response due to corroded keypad traces. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported the act button on the insulin pump was not responding. The button was working the night prior and in the morning it stopped working. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.